Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the patient was treated with the implantation of one stent into the 1st diagonal and two stents were implanted into the lad. A dissection was noted in the lad which led to implantation of another resolute onyx to treat the dissection. The patient recovered. The investigator assessed this event is possibly related to the index procedure, possibly related to the index device and not related to anti-platelet medication. It is reported the dissection in the lad was possibly related to a medtronic device.